Event description:
Multiple failures of eps reliance over 6 month period. Abort of pre-system checkout prior to use or while in use. System has failed while washing scopes and during pre-use check out causing delay to pt procedures and workflow.